Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative went onsite and performed a review of the logs. The logs confirmed a leak was noted by the system during the preoperative checkout. The service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. The unit was returned to service.

Event description:
The hospital reported that, during the preoperative test, the unit alarmed and mechanical ventilation was not functional. There was no report of patient involvement.